Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post implant and the patient experienced complete heart block and prolonged pause of heart rhythm. The rv lead was repositioned the same day. It was further reported that the patient passed away three days post implant procedure. Additional information related to the cause of death was requested and is not available.